Manufacturer narrative:
The pump was received with no audible tone due to broken transducer wire.

Event description:
The customer reported that the device did not have an audible tone. Troubleshooting was performed. The pump did not have an audible tone.